Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels. Reportedly, customer was aware she was due for a site change, but was too tired to change it. Customer switched to manual injections for the night.